Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Gas eyeball is damaged, front panel is bent and broken, manometer gauge is out of spec and serial number label is illegible. Also has missing oxygen input fitting, control knobs, and caps. The customer's reported issue was confirmed through visual inspection - found gas supply indicator o2 damaged. The root cause is that the device was mishandled by the user. Replaced gas supply indicator o2. Demand valve was found leaking during internal inspection. No action taken. Due to obsolescence and lack of spare parts we are unable to complete the servicing of the ventilator. Device will be sent back un-repaired or scrapped on site. This device does not meet manufacturer's specifications and should not be returned to clinical use. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the frequency knob was intermittent and high-pressure readings were low when height was turned up. Additionally, the supply gas failure alarm was defective with broken plastic that moved the red and white o2 ball inside, and a new gas unit was needed. There was no issue related to physical damage/abuse. The unit was not dropped at all. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.